Manufacturer narrative:
(B)(4). The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference # (B)(4).

Event description:
It was reported that a (B)(6) male patient ((B)(6), taking eliquis and asa) underwent an atrial fibrillation (afib) procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the mapping phase, after transseptal puncture was performed, the patient¿s blood pressure had dropped. Pericardial effusion was confirmed on intracardiac echocardiogram (ice) and with the use of a biosense webster, inc. Soundstar® eco diagnostic ultrasound catheter. A pericardiocentesis was performed and approximately 4 liters of fluid was removed from the pericardial space. It was reported that no radio frequency (rf) therapy was delivered, however, mapping of the right and left atrium had already been done. The patient was initially reported to be in stable condition; however, a blood and platelet transfusion was required. Procedure was aborted and open-heart surgery was required. Patient was sent to the intensive care unit (ICU) after surgery. Patient¿s outcome is fully recovered with no residual effects. Extended hospitalization was required for the patient to recover from surgery. The physician¿s opinion regarding the cause of the adverse event is related to a combination of procedure and patient condition. There were no error messages on any biosense webster, inc. Equipment. The flow setting was set to the standard setting for the thermocool® smart touch® sf bi-directional navigation catheter during mapping (2 ml/min). The force visualization features used included graph, dashboard, vector and visitag. The february 20, 2020, the biosense webster, inc. Product analysis lab received the device for evaluation, and it was noted that upon initial visual inspection there was no visual damage or anomalies observed.

Manufacturer narrative:
Investigation summary: it was reported that a 73-year-old male patient (86kg, taking eliquis and asa) underwent an atrial fibrillation (afib) procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the mapping phase, after transseptal puncture was performed, the patient¿s blood pressure had dropped. Pericardial effusion was confirmed on intracardiac echocardiogram (ice) and with the use of a biosense webster, inc. Soundstar® eco diagnostic ultrasound catheter. A pericardiocentesis was performed and approximately 4 liters of fluid was removed from the pericardial space. It was reported that no radio frequency (rf) therapy was delivered, however, mapping of the right and left atrium had already been done. The patient was initially reported to be in stable condition; however, a blood and platelet transfusion was required. Procedure was aborted and open-heart surgery was required. Patient was sent to the intensive care unit (ICU) after surgery. Patient¿s outcome is fully recovered with no residual effects. Extended hospitalization was required for the patient to recover from surgery. The physician¿s opinion regarding the cause of the adverse event is related to a combination of procedure and patient condition. The device was visually inspected, and it was found in good condition. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device [30310593m] number, and no internal actions related to the reported complaint condition were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference # (B)(4).